Event description:
The patient had reportedly experienced intermittencies followed by loss of lock between the externl equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was explant the patient's device is to be scheduled.